Event description:
Supplemental created as product investigation was completed.

Manufacturer narrative:
The investigation conclusion code was updated to no problem detected upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pace impedance and noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out of range pace impedances of greater than 2000 ohms. In addition, noise was exhibited, but no oversensing observed. The lv lead was successfully removed/replaced prior to pocket closure. No adverse patient effects were reported.